Manufacturer narrative:
The tech found the screw broken in the hex rod which prevented the brake from holding. The tech replaced the screw and hex rod to repair the stretcher.

Event description:
Info received indicates the brake will engage but does not hold.